Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen and guidewire lumen is separated 125.3cm from the hub. There are multiple buckling to the guidewire lumen. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the shaft is separated.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. When attempting to insert a 1.5mm x 20mm x 143cm coyote es balloon catheter, severe resistance was encountered with the guidewire outside the body. When the device was attempted to be removed, the shaft was detached. The procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. When attempting to insert a 1.5mm x 20mm x 143cm coyote es balloon catheter, severe resistance was encountered with the guidewire outside the body. When the device was attempted to be removed, the shaft was detached. The procedure was completed with a different device. No patient complications nor injuries were reported.